Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 2.6, lab: 3.6. Patient was fasting for the test. He had nothing to drink or eat between testing.

Manufacturer narrative:
Investigation pending.